Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic and it was observed that the device showed t wave over sensing in the stored egm. Reprogramming was recommended. The device remains implanted.